Manufacturer narrative:
(B)(4). Batch # p55u2a. Device analysis: the analysis results found that the ntlc75 device was received with the firing mechanism nonfunctional as the firing knob and anvil were detached and the slip block assembly was noted to be damaged. The device was received with no reload present. Further analysis shows that heat stake anvil post was noted damaged. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. Due to the condition of the anvil detached, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a stomach resection, the firing knob broke during operation. The piece did not fall into the patient. There were no patient consequences.